Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found only the distal portion of the lead was returned in one piece measuring 54.0 cm with an extraction tool inserted and stuck in the lead body. External insulation abrasions exposing the outer coil caused by friction to another device or feature of the heart were noted at 5.1 cm to 5.5 cm and 38.9 cm to 39.0 cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.